Event description:
The customer alleged that he performed control tests and received results of 277 and 280 mg/dl. The normal control range was 94-129 mg/dl. No adverse events were alleged. The customer was advised to return the test strips for eval. But he declined. Replacement test strips were sent to the customer.